Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) system was experiencing right diaphragmatic stimulation. An analysis of the system indicated that the sweet tip bipolar lead, model 4269, had dislodged. An invasive procedure was performed to explant the atrial lead. A new model 4269 was implanted. The ipg is functioning appropriately.